Event description:
Customer reported being hospitalized due to low bg. Prior to hospitalization customer thinks customer fainted. "Hot" insulin was the perceived cause of low bg. Explained and advised customers to contact md as to what customer should do when customer needs to work now and then in extreme heat conditions. Troubleshooting performed and pump appeared to be functioning as designed.